Manufacturer narrative:
Olympus technical assistance center (tac) support spoke with the customer to troubleshoot the device. The customer confirmed that the issue occurred in every room with every monitor and all the scopes. The customer stated that they had a case in which they were using a flexible scope on one tower for one part of the procedure, and it switched to a different tower with a rigid scope and a camera head and the tower had same issue. Additionally, the customer reported that they have tried to ground the scopes with no luck. Tac suggested that since the energy moves through the gas, then the argon gas method could allow for excessive hf energy to stray and affect the scopes. Tac and the customer believed that the stray hf released as a result of the use of argon gas electrosurgery was overcoming the protections against high frequency (hf) energy in the scopes and equipment which caused the interference. The customer agreed to double check their scopes for any abnormalities that would cause the scopes to be more sensitive to that hf energy and send them in for repair if needed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system center argon gas high frequency (hf) cases are experiencing lines and dots on the monitors during activation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that there was a flicker on the image when the electric scalpel was used. This might have occurred due to interference with peripheral equipment due to the use of an electric knife. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: electromagnetic propagation is affected by absorption and reflection from structures, objects, and people. Electromagnetic interference may occur in the vicinity of high frequency.